Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 505 mg/dl on (B)(6) 2017. The customer's blood glucose at the time of the phone call was 505 mg/dl. The customer did not report any symptoms. The customer attempted to treat with a manual bolus. The customer stated that they had been in the hospital for and needed assistance in programming their new pump. Troubleshooting was performed and the customer was able to deliver a bolus through the pump after an infusion set change. The product will not be returned for analysis.